Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter read inaccurately high. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2018 ¿in the morning¿ she obtained a result of ¿225mg/dl¿ on the subject meter, which she felt was inaccurately high. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages her diabetes with fixed insulin doses and administered her usual dose of ¿70 units toujeo insulin¿ in response to the alleged issue. The patient reported that at 03:01pm on (B)(6) 2018 she obtained a result of 60mg/dl on the subject meter and that at 03:05pm she developed symptoms of ¿shakes, sweats and about to pass out¿ and she self-treated by eating ¿2 quicksticks, chips and drunk milk and orange juice¿. During troubleshooting the cca noted that the meter was set to the correct unit of measure and the test strips had not expired or been stored incorrectly. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.